Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is not delivering shock. There was no reported patient involvement.

Manufacturer narrative:
The authorized service provider evaluated the device and confirmed the no shock issue. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. A quote has been provided to customer for the high voltage capacitor . No further evaluation around the high voltage capacitor is warranted at this time.